Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. Approximately 20 ml of clear fluid leaked from the analyzer, and was dripping from under the instrument while running startup. The leak was not contained within the instrument. The operator was wearing lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced broken (worn) tubing on pinch valve (vl12a) to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).